Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 13. On (B)(6) 2021-11-18, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and inflammation. No further patient complications were reported.